Event description:
It was reported that the device was not able to start up correctly due to the pcb stuck on intermittent. No patient was involved because this was found during service and repair.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection reported no defects. The functional evaluation found that the device was stuck on intermittent to continuous mode; could not could not start-up correctly free from critical errors and the root cause identified as a defective main board. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.